Event description:
Customer reports that, he obtained results of 171mg/dl and 63mg/dl on the same device within 5 minutes. Customer reports believing the 63mg/dl was accurate and drank juice. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.